Event description:
It was reported that the pt underwent a sling procedure in 2005. During the procedure, the device was pulled through the right side and the physician cut the tape at the exit site before removing the sheath. The sheath retracted into the body and several attempts were made to remove the sheath, however, attempts to recover it were unsuccessful. The distal three inches of the plastic sheath tore off and was lost in the tissue of the thigh. Attempts to recover it were unsuccessful. The surgeon removed the mesh and implanted a second device in the hope that it would push the plastic out. It did not. The pt has had no apparent sequelae.